Manufacturer narrative:
No button error alarm or audio/beep anomaly noted during testing. Unit had unresponsive bolus express button due to unlocked lcd keypad connector. Unit had minor scratched lcd window, cracked reservoir tube lip, scratched reservoir tube window and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was whistling after battery changed and the buttons does not work and unable to navigate the insulin pump. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.